Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that during removal of the old lead, it broke and part of lead remained in the patient. The health care provider used x-ray and tried to remove the broken off part but was not successful. It was indicated that the new lead was placed and issue was resolved at time of the report. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.